Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and neoplasm malignant ('cancer') in an adult female patient who had essure (batch no. A96187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood swings, lower abdominal pain, sleep problem and hot flashes. Previously administered products included for an unreported indication: mirena in (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological condit/ problems"), visual impairment ("vision problems"), post procedural infection ("complications during removal surgery? Infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches") and hypoaesthesia ("numbness all over body") and was found to have neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, iron deficiency anaemia, dermatitis allergic, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, vaginal haemorrhage, migraine and hypoaesthesia had resolved and the neoplasm malignant, psychological trauma, fatigue, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, neoplasm, visual impairment, weight decreased and post procedural infection outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, neoplasm malignant, nervous system disorder, pelvic pain, post procedural infection, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/abdominal , back, bleeding-menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia general abnormal bleed, psych injury, bladder problems., bladder infection .,uti, vaginal infection , vaginal discharge date(s) of removal: (B)(6) 2018- hysterectomy. (Partial) (B)(6) 2019- hysterectomy. (Partial) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: a96187 manufacturing date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and neoplasm malignant ('cancer') in an adult female patient who had essure (batch no. A96187) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mood swings, lower abdominal pain, sleep problem and hot flashes. Previously administered products included for an unreported indication: mirena in (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological condit/ problems"), visual impairment ("vision problems"), post procedural infection ("complications during removal surgery? Infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches") and hypoaesthesia ("numbness all over body") and was found to have neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, iron deficiency anaemia, dermatitis allergic, bladder disorder, cystitis, urinary tract infection, vaginal infection, vaginal discharge, vaginal haemorrhage, migraine and hypoaesthesia had resolved and the neoplasm malignant, psychological trauma, fatigue, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, neoplasm, visual impairment, weight decreased and post procedural infection outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, hypoaesthesia, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, nausea, neoplasm, neoplasm malignant, nervous system disorder, pelvic pain, post procedural infection, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/abdominal , back, bleeding-menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia general abnormal bleed, psych injury, bladder problems., bladder infection .,uti, vaginal infection , vaginal discharge date(s) of removal: (B)(6) 2018- hysterectomy. (Partial) (B)(6) 2019- hysterectomy. (Partial). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-mar-2020: pfs received- new event abnormal bleeding(vaginal), migraine / headache and numbness all over the body were added. Reporter information, lot number and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleed') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological condit/ problems"), visual impairment ("vision problems") and post procedural infection ("complications during removal surgery? Infection") and was found to have neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), neoplasm ("tumors") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, metrorrhagia, iron deficiency anaemia, dermatitis allergic, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved and the neoplasm malignant, psychological trauma, fatigue, tooth disorder, hormone level abnormal, headache, nausea, nervous system disorder, neoplasm, visual impairment, weight decreased and post procedural infection outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, cystitis, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, neoplasm, neoplasm malignant, nervous system disorder, pelvic pain, post procedural infection, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment and weight decreased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse ),apareunia, pelvic/abdominal , back, bleeding-menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia general abnormal bleed, psych injury, bladder problems., bladder infection .,uti, vaginal infection , vaginal discharge date(s) of removal: (B)(6) 2018- hysterectomy. (Partial). (B)(6) 2019- hysterectomy. (Partial). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: result: bilateral occlusion. Confirmation test not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously added injury nos was replaced with dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, apareunia, menorrhagia, metrorrhagia, anemia general abnormal bleed, rash/skin condition, psych injury, bladder problems., bladder infection,uti, vaginal infection , vaginal discharge, fatigue, dental problems., hormonal changes, headaches, nausea, neurological condit/ problems, tumors ,cancer, vision problems, weight loss, post procedural infection, were added. Lab test was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.